Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis (fa) team. The failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection found the instrument grip cable at the distal end to be broken. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. Fa could not verify the instrument moving in opposite direction. However, the tips did not open and closed properly, and the instrument was moving staggeringly. The instrument was not fully functional.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was moving in the opposite direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing. The reported issue occurred on (B)(6) 2023. The mcs instrument moved in opposite direction when the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the surgeon console. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. A backup mcs instrument was used to resolve the issue. The issue did not occur in specific patterns. The mcs instrument was inspected prior to use and no damage was noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.